Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73d1800563 was manufactured on 04/24/2018 a total of (B)(4) pieces. Lot was released on 05/30/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the outer tube was bent. The damage to the outer tube would prevent the device from firing properly. The returned sample appears used as there is biological material present on the device. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clip was close when activated" was confirmed based upon the sample received. The sample was returned with the outer tube bent. Functional testing could not be performed since the damage to the outer tube would prevent the device from firing. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the clip was closed after being stimulated or activated.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was closed after being stimulated or activated.